Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a colorectal procedure, the trocar disengaged. The device was used in the patient. The product will not be returned because it was not saved after the case. There was no unanticipated tissue loss as a result of this problem.